Event description:
The customer complained of multiple questionable results for 1 patient tested on a cobas 8000 c 702 module and a cobas 8000 cobas ise module (double). Form the data provided, a reportable malfunction was provided for ise indirect na, k, ci for gen.2, gluc3 glucose hk gen.3, and ca2 calcium gen.2. This medwatch will cover the cobas c702. For information on the cobas ise module double please refer to medwatch with identifier (B)(6). This medwatch will cover the cobas ise module double. For information on the cobas c702please refer to medwatch with identifier (B)(6). The initial sodium result was 99 mmol/l with a repeat result of 147 mmol/l. The initial potassium result was 3.1 mmol/l with a repeat result of 4.5 mmol/l. The initial chloride result was 70 mmol/l with a repeat result of 106 mmol/l. The initial gluc3 result was 70 mg/dl with a repeat result of 112 mg/dl. The initial ca2 result was 6.6 mg/dl with a repeat result of 10.5 mg/dl. The repeat results were from a sample poured off from the original. The customer stated that there were other assays for the same patient sample affected, but the customer did not provide specific details. The initial results were reported outside of the laboratory to the patient's doctor. The doctor immediately requested a new sample from the patient to be drawn on (B)(6) 2018 and the results were normal. No specific details were provided for the new patient sample. There was no adverse event. The ca2 reagent lot was 337666 with an expiration date that was requested but was not provided. The gluc3 reagent lot was 342842 with an expiration date that was requested but was not provided. The sodium, potassium, and chloride electrode lot information was requested but was not provided. A field engineering specialist (fes) mentioned four patient samples having discrepant results but did not provide further details. Further clarification has been requested but has not been provided. The fes was unable to determine a root cause. The customer believed that there might have been a sample integrity issue. The customer checked sample results from both prior to and following the incident, and all samples replicated well. The customer confirmed acceptable qc results. The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. No further issues have occurred following the service visit.